Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection revealed compression on high voltage coil at the proximal area with evidence of tool marks. Analysis noted that this suggests the damage most likely occurred during explant procedure. Laboratory testing showed a higher than normal measurement during the resistance testing. An x-ray was taken which showed the cable was fractured at the weld. Analysis was unable to determine if the explant damage contributed to cables fracture or the fracture occurred prior to explant procedure.

Event description:
.

Manufacturer narrative:
Further detailed analysis was performed which found that torsional overstress during the explant procedure contributed to the fracture in the weld.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient received inappropriate therapy from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to t-wave oversensing with low r-wave amplitude. The vector was reprogrammed. It was noted that the smartpass feature was unable to be turned on due to the very low r-wave amplitude. One week later the patient received another inappropriate shock for t-wave oversensing due to low amplitude. Two weeks later four additional inappropriate shocks were administered for t-wave oversensing and low amplitude. One of the shocks accelerated the patient's rhythm into monomorphic ventricular tachycardia (vt) which self terminated. The electrode shock impedance was noted to be high at 174 ohms. It was also further noted that the patient was of obese stature. Boston scientific technical services (ts) was once again consulted and suggested obtaining an x-ray and testing the r-wave amplitude measurements in a different vector. Approximately one week later the s-ICD and electrode were returned from an unknown source, thus indicating they had been explanted. No additional adverse patient effects were reported.